Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) ¿antenna was heating up when trying to recharge.¿ it was noted that there was no physical damage or intermittent telemetry observed with the rtm. The patient was unable to charge their ins, could not keep their implantable neurostimulator (ins) charged, and experienced increased pain as a result. It was stated that the ¿patient was unable to keep the ins charged because the antenna heated up and an error appeared in the control.¿ it was noted the patient had experienced increased pain at the device pocket and that the event led to patient hospital admittance for pain control. It was stated that there were no external factors that triggered the problem and there were no interventions performed. ¿tests were carried out with other equipment and the recharge system worked normally.¿ there were no further actions or interventions scheduled or performed to address the rtm heating or charging/pain issues as of (B)(6) 2022. The issue remained unresolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the patient had chosen not to recharge because the rtm was overheating, not that the ins was actually unable to be recharged. It was stated that the ins had ¿depleted to the point of therapy unavailability¿ due to the issue. A different rtm was successfully used with the patient¿s ins and ¿worked normally.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) product type recharger. Analysis was performed on [product ID 97755 lot# serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: br medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) ¿antenna was heating up when trying to recharge.¿ it was noted that there was no physical damage or intermittent telemetry observed with the rtm. The patient was unable to charge their ins, could not keep their implantable neurostimulator (ins) charged, and experienced increased pain as a result. It was stated that the ¿patient was unable to keep the ins charged because the antenna heated up and an error appeared in the control.¿ it was noted the patient had experienced increased pain at the device pocket and that the event led to patient hospital admittance for pain control. It was stated that there were no external factors that triggered the problem and there were no interventions performed. ¿tests were carried out with other equipment and the recharge system worked normally.¿ there were no further actions or interventions scheduled or performed to address the rtm heating or charging/pain issues as of (B)(6) 2022 . The issue remained unresolved at the time of report. No further complications were reported or anticipated. Additional information received clarified that the patient had chosen not to recharge because the rtm was overheating, not that the ins was actually unable to be recharged. It was stated that the ins had ¿depleted to the point of therapy unavailability¿ due to the issue. A different rtm was successfully used with the patient¿s ins and ¿worked normally.¿ there were no further complications reported or anticipated.